Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The visual inspection of the returned lcp drill sleeve 5.0, f/drill bits ø 4.3m showed that a part of the threaded tip section was broken. The broken part was missing/not returned. Additionally, there were some small scratches detected. Drawing was reviewed for measurement. Tolerance ø7.3 ± 0.1, result: ø7.30 "pass". Based on the provided information, the exact cause of this complaint could not be determined. It can be assumed that a mechanical overload situation for example lateral stress has led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Event date: it is unknown when the device broke. Implant and explant dates: device is an instrument and is not implanted / explanted. Initial reporter contact number: (B)(6). Device history records review was completed for part# 323.042, lot# 2281048. Manufacturing location: (B)(4), manufacturing date: jul 27, 2007. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon receiving loan set from distributor orthokit centre, specialist checked it and found connecting thread to be broken. No patient involvement reported. This report is for one (1) 4.3mm threaded lcp drill guide. This is report 1 of 2 for (B)(4).